Event description:
It was reported the patient experienced an open wound at the burr hole cover. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.